Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and clonidine via an implanted pump. On (B)(6) 2020 the patient¿s husband reported that they had moved to another state and thought they had a doctor lined up to do the pump refill, but that did not work out/it fell through. The pump started critically alarming sunday ((B)(6) 2020) and needed to be refilled. The reporter was requesting assistance with finding a doctor to refill the pump. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.